Event description:
It was reported that the patient had their device implanted on (B)(6) 2013 and they had gotten almost no relief. The patient¿s device was not working at all. The patient was told by a manufacturer representative to go to the emergency room and have an x-ray taken as there might be a broken wire. The patient had an x-ray taken and all the wires were fine. The patient had their device adjusted by a manufacturer representative but it did not help. The patient had been admitted overnight to the hospital because their blood pressure was way up and then way down but it was unclear when this hospitalization occurred. The patient had never gotten instructions on their implant. They were only shown how to turn it off and on. The patient was hurting very badly at least 3 weeks prior to the implant. The patient needed some help with their device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient met with a manufacturer representative about a month prior to the report. The representative did something that helped the patient a little. The representative showed the patient how to use their device. They were shown how to increase and decrease their stimulation as well as turn their stimulation on and off. At the time of the report the patient's batteries in their programmer were dead so the patient replaced them. The patient's stimulation was turned off so the stimulation was turned on and their stimulation was increased to 2.00v. The stimulation was comfortable at that level and the patient was going to leave it there. The patient noted that sometimes if they left their stimulation on for a while it felt like a tight band around them. They usually turned it off when it felt like this.